Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The patient has a medical history of obesity, difficulty ambulating, low back pain, and multiple back surgeries. The surgeon suspects a cerebral spinal fluid (csf) leak from the left of two 1 x 8 lead wires. When the hcp was about to place the dressing at the end of the procedure, a clear fluid was oozing from the exit site of the lead. No diagnostic / troubleshooting was performed. There were no environmental / external / patient factors that may have led or contributed to the issue. The hcp removed the lead and placed a bandage over the lead entry site. The issue was resolved but the patient was noted to be alive with no injury. No further complications were reported / are anticipated.